Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified atrioventricular branch. A 1.2mm x 12mm threader balloon catheter was advanced to dilate the lesion. However, during the second inflation at 12 atmospheres after 15 seconds, the balloon ruptured. The device was completed removed. The procedure was completed with a different device. No patient complications were reported and the patient status was good.